Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, crown overlap was noted on fluoroscopy extending to node 5. The valve, delivery catheter system, and loading system were replaced. The new valve was loaded and screened again; however, crown overlap was observed close to node 4. The load was acceptable, so it was decided to proceed with implant. During implantation at approximately 80% deployment, an infold on the valve was observed at a high implant depth, approximately 0 millimeter's (mm) on the right coronary cusp (rcc). Subsequently, the valve was recaptured and re-deployed slightly deeper. The valve took a few recaptures to get the optimal implant position due to the valve dislodging up to the left coronary cusp (lcc). Eventually the implanting team got the valve to hold in place, so the valve was implanted successfully, and the infold resolved. No patient complications were reported as a result of this event. Additional information was received that a pre-implant dilation was performed. The deployment starting point was at the bottom of the pigtail catheter. After the valve dislodgement, the valve was supra-annular. A non-medtronic (savvy) guidewire was used for the procedure.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, crown overlap was noted on fluoroscopy extending to node 5. The valve, delivery catheter system, and loading system were replaced. The new valve was loaded and screened again; however, crown overlap was observed close to node 4. The load was acceptable, so it was decided to proceed with implant. During implantation at approximately 80% deployment, an infold on the valve was observed at a high implant depth, approximately 0 millimeter's (mm) on the non-coronary cusp (ncc). Subsequently, the valve was recaptured and re-deployed slightly deeper. The valve took a few recaptures to get the optimal implant position due to the valve dislodging up to the left coronary cusp (lcc). Eventually the implanting team got the valve to hold in place, so the valve was implanted successfully, and the infold resolved. No patient complications were reported as a result of this event. Additional information was received that a pre-implant dilation was performed. The deployment starting point was at the bottom of the pigtail catheter. After the valve dislodgement, the valve was supra-annular. A non-medtronic (savvy) guidewire was used for the procedure.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012904234); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012752491); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, crown overlap was noted on fluoroscopy extending to node 5. The valve, delivery catheter system, and loading system were replaced. The new valve was loaded and screened again; however, crown overlap was observed close to node 4. The load was acceptable, so it was decided to proceed with implant. During implantation at approximately 80% deployment, an infold on the valve was observed at a high implant depth, approximately 0 millimeter's (mm) on the right coronary cusp (rcc). Subsequently, the valve was recaptured and re-deployed slightly deeper. The valve took a few recaptures to get the optimal implant position due to the valve dislodging up to the left coronary cusp (lcc). Eventually the implanting team got the valve to hold in place, so the valve was implanted successfully, and the infold resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.